Event description:
It was reported that a broken lead blew up during a procedure. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the investigation, the cable was cut in half. The instrument plug was missing and not available for investigation. The cable wires shows residues of soot as well as corroded cable ends. Only a few strands shows typical copper color. This means, that only these few strands can provide voltage and current to the instrument. It is concluded that the most probable root cause is the aging of the cable. The cable is more than 7 years old and is therefore most likely that the cable has reached the end of its useful life. In the corresponding instructions for use the following safety relevant information regarding the failure of products is stated: the product may fail during use. Have a replacement product ready for each application or plan for an alternative surgical technique the event is filed under internal karl storz complaint ID:(B)(4).

Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Additional information was provided that the cable end was burned and damaged.